Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the stylus was missing. Analysis also found the disk drive was not able to read any disks; disk drive found damaged. There was no wireless communication; receiver module defective. (B)(4).

Event description:
It was reported the pen calibration was faulty. The programmer was returned for service. There was no patient involvement indicated.